Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 16-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was not communicating. A field service engineer (fse) found that the station was not connecting to the hospital network. After verifying the port was working, the fse worked with hospital it to update the vlan configuration and bring the station back online. The connection was successfully verified. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it pyxis was not communicating. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.